Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 78% stenosed, 16mmx2.5mm, eccentric, de novo target lesion containing a >45 and <90 degree bend located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and noticed the tip of the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.